Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and did not deliver pacing when required. This rv lead was explanted and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.